Event description:
It was reported that a smiths medical pump alarmed "no disposable- clamp tubing". The alarm was silenced, settings were reviewed and powered pump off because it continued to alarm. Unable to see if bubbles in tubing but patient did not want to remove cassette. Patient was not affected. No further information available.